Manufacturer narrative:
Insulin pump was received missing segments/horizontal clear line on lcd glass due to cracked zebra connector on lcd board. No black spot on screen noted. Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that there was a black spot on the screen that only allowed her to see part of the screen. Customer tried to give a bolus twice and the device stopped and alarmed a no delivery alarm. Customer reported the device ran out of insulin and her blood glucose went up to 364 mg/dl. Customer treated with the device and changed the site and blood glucose went up to 494 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.